Event description:
Please refer importer report # (B)(4).

Manufacturer narrative:
Document review: quadra h cementless femoral stem size 3 lat: ref. (B)(4) / lot 091037 ((B)(4) stem produced): all parameters were found to be in accordance with the specifications valid at the time of mfg, including washing and sterilization procedures. All the stems belonging to this lot have been already solid without any other similar incident. Versafitcup cc hx pe liner (k103352): ref. (B)(4) / lot 113340 ((B)(4) liners produced): all parameters were found to be in accordance with the specifications valid at the time of mfg, including washing and sterilization procedures. The (B)(4) items belonging to this lot have been already sold without any other similar incident. Document review on the lots of the shell and the ceramic head not marketed in the USA: all parameters were found to be in accordance with the specifications valid at the time of mfg, including washing and sterilization procedures. From the data collected, there are no evidence that the infection is device related.